Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor lasted for only one day. Customer also reported receiving sensor errors and a calibration error. Blood glucose level was 124 mg/dl at the time of the call. No further information was provided.